Manufacturer narrative:
A device history record review was performed for the subject device lot number 6859667. Manufacturing location: (B)(4). Date of manufacture: 21-feb-2012. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report.

Manufacturer narrative:
A product investigation was performed. This complaint is confirmed. All four distal cruciform tips have sheared off at their base and were not returned. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already broken. No new malfunctions were identified as a result of the investigation. A visual inspection under 5x magnification, device history record (DHR) review and drawing review were performed at cq for the returned device as part of this investigation. The material and relevant material properties were determined to be conforming at the time of manufacture based on review of the DHR. A dimensional inspection of cruciform tips widths and thicknesses could not be performed at cq because all four distal cruciform tips have sheared off at their base and were not returned. The cannulation/inside diameter near location of breakage measured and is within specification per cruciform screwdriver shaft component drawing. Cannulated cruciform screwdriver assembly drawing and cannulated cruciform screwdriver blade component drawing was reviewed during this investigation. No product design issues or discrepancies were observed. Unable to determine a definitive root cause. No new, unique or different patient harms were identified as a result of this evaluation. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device(s) reported: 3.0mm cannulated screw (part #: unknown, lot #: unknown, qty: 1).

Manufacturer narrative:
Device used for treatment, not diagnosis. Additional narrative: patient ID, dob & weight not provided for reporting. (B)(4), unknown lot number. Device is an instrument and is not implanted/explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a screwdriver tip broke during an open reduction internal fixation (orif) of a posterior malleolus fracture on (B)(6) 2017. The tip broke off of the screwdriver during insertion of 3.0mm cannulated screw. The broken pieces were retrieved. The surgery was delayed two (2) minutes because of the incident. (B)(4).